Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10385. The pt reported experiencing heating at the ipg site during charging. The pt stated she charges the ipg approximately 1-1.5 hours per week and the heating begins within 15 minutes of the charging session. The pt was advised to charge more frequently for shorter periods and to contact her physician regarding this issue. Follow up info revealed the physician's office reported the pt has requested to have her scs system explanted. Surgical intervention will be undertaken at a later date to resolve the issue. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.